Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 23.0 diopter intraocular lens (iol) was explanted from the right eye (od) due to blurry vision after cataract surgery for distance and near which affected patient's watching tv, driving and reading. The patient''s best corrected visual acuity (bcva) was 20/200 and after iol exchange, the most recent vision was reported to be 20/25. The lens was replaced with the same model of a different diopter (25.5) lens. There was no patient contributing medical history reported. There was no incision enlargement and no other secondary procedure was required. It was reported that the patient is doing fine and no patient post-op injury was reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/16/2018 . Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.